Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. When the returned device was connected to the tactisys quartz unit optical fibers 1-3 met specifications for optical signal properties, and a thermocouple signal loss error and no contact force messages were displayed. The deformable body thermocouple (tc2) read as an open circuit during electrical testing, consistent with the observed error message and the reported event. Further investigation revealed a fracture in the green tc2 wire under electrode ring 4. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the wire fracture remains unknown.

Event description:
Related manufacturing ref: (B)(4). During a supraventricular tachycardia procedure, contact force issues were noted causing a delay. Contact force was not displayed on the first catheter and troubleshooting was done by disconnecting and re-connecting cables and exchanging the tactisys with no resolution. Another catheter was obtained which initially functioned as expected. However, when the catheter was removed from the patient and re-inserted, contact force issues were noted again which caused a delay in the procedure. The second catheter was used to complete the procedure with no consequences to the patient.